Event description:
A vague report was received that prior to pt use the infusion pump appeared to be operating, but was not delivering any fluid. No add'l info regarding the occurrence was able to be received.